Event description:
It was reported that the patient went to the emergency room with a fever (105 temperature), yellow mucosal discharge/congestion, and dyspnea, and the patient was having a lot of seizures. The patient was not noted to have been admitted, and they were able to get the fever to break. No additional relevant information has been received to date.